Event description:
A medtronic marketing representative reported that while in test with a navigation system, framelink software unexpectedly exited when in the step to select a patient. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been submitted to manufacturer for analysis.

Manufacturer narrative:
A software investigation was completed and determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database